Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
Physio-control received a report that the lifepak 15 "unexpected loss of power". There was no report of patient involvement in this event.